Event description:
It was reported that error code: 242.4030. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error code: 242.4030 was not identified during the customer call. Customer intended to send the device for warranty repair but mistakenly created a community case instead. Transferred the customer to the service notification team for proper handling. Advised the customer on how to correctly create a repair request on the portal to ensure the device is routed for warranty service. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: disregard the MFR report # 2016493-2026-10057. After further review, it was determined the report is a duplicate of the previously reported event captured under MFR report # 2016493-2026-14894.

Event description:
It was reported that error code: 242.4030. There was no patient involvement.